Manufacturer narrative:
Investigation into this complaint included a service history review, a quality data review and a complaint history review. The investigation is as follows: a service history review did not find any prior service tickets related to a leak caused by a failed reservoir level sensor on an alinity m system. Nonconformance (nc) / corrective and preventive action (CAPA) search a search of nc/CAPA records was performed for instances related to leaks caused by failed reservoir level sensors on an alinity m system, ln 08n53-02. The query identified 2 quality records, related to leaks caused by failed reservoir level sensors on an alinity m system. The first quality record addressed failed reservoir level sensors on an alinity m system and is related to this event. The second quality record addressed system solutions drawer leakage that spread beneath or beyond the instrument's footprint, which is a fall/slip hazard and reportable event. Although, failed reservoir level sensors (currently under review) was not a root cause of the investigation, the issue addressed in this complaint resulted in a leak that spread beyond the instrument's footprint and is therefore related. Complaint search: a complaint search was performed to identify past complaint tickets for any instances of leaks caused by failed reservoir level sensors on an alinity m system, ln 08n53-02. The complaint history review identified 3 additional complaint tickets, which were all independently investigated and determined no product deficiency. Based on the results of the investigation, a product deficiency was not identified for the alinity m system, ln 08n53-02. The above mentioned CAPA took a global approach for leaks within the system solutions drawer that may cause leakage beyond the instrument's footprint. The following summary from the CAPA is relevant to this observation. Process related root causes / contributing factors: · alinity m system product requirement and/or lower level system or module requirement documents did not include requirements for containment of accidental system solutions drawer overflow. · system solutions drawer enclosure design includes six thru holes at the bottom allowing liquid to escape onto the floor when the drawer is pulled open. · earlier versions of risk analysis document did not include the slip/fall hazards for the waste or reagent overflow from the system solutions drawer. Additionally, design output related causes were identified related to observation of loose connections, insufficient torqueing and loose fittings associated with components within the system solutions drawer. An action was taken to assess if the risk for the slip/fall hazard is adequately addressed throughout the alinity m risk management file (rmf). The assessment concluded that the slip/ fall hazards associated with liquid waste and with the bulk reagent overflow from the alinity m system solutions drawer are adequately addressed, and within acceptable residual risk levels, as defined in the abbott molecular risk management procedure. No gaps were identified in this assessment. No rmf document revisions are recommended. Design-related corrective actions have been approved at the manufacturer to improve fluidic fittings and connectors. Lastly, an action has been taken to complete the feasibility of improving the design of the system solutions drawer regarding liquid containment inside of the drawer. This action will require developing a design concept, receiving prototype parts and completing a feasibility evaluation. If feasibility evaluation results are supportive of the change, a design change plan will be implemented, include completing design verification, updating product specifications, and receiving production inventory of the new parts. Due september 30, 2021.

Manufacturer narrative:
Elevated complaint investigation will be performed.

Event description:
The customer reported leakage on their alinity m system which spilled inside the instrument and on laboratory floor. Customer reported that the leak had spread outside of the instrument. However, by the time they discovered the leak, the liquid outside of the instrument had dried, causing a white substance to be on the floor which was cleaned with deionized water. Field service engineer (fse) visit included replacement of sensors, reservoirs, and pumps as required. Additionally, connections and lines were checked. The repair was reviewed with the customer and the customer accepted the instrument for use. Customer reports no exposure or injury was associated with this leak. There was no patient involved as the leak was identified by the alinity m system user.